Manufacturer narrative:
The pump was received with an alarm during the basic occlusion test due to a loose/protruded drive support disk. No moisture damage was noted on the electronic, motor, vibrator or battery tube assembly during visual inspection. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 125 mg/dl. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that they were changing the set when the insulin squirted out. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear sticking out. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.